Manufacturer narrative:
H6: event problem and evaluation codes: updated after device evaluation h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Samples received: the sample consist of one cassette unit from p/n 21-7302-24 l/n unknown; the returned sample was received decontaminated inside a plastic bag. Visual inspection results: the sample didn?t present any damage, scuffs, pinch marks, cracks, crazing, etc. Could cause the failure mode reported. Functional testing: the 33 samples were filled with water; the samples were connected to the cadd legacy plus [cal. ID: 1.0383; due date: 09/2021] to look for unusual function. Results: the samples were fully priming and connected without difficult, the pump were set running and the alarm were not activated. The complaint was not confirmed, no alarms were activated during testing. No actions were taken since the complaint was not confirmed. The cause of the reported problem could not be determined.

Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, a no disposable, clamp tubing alarm was noted. No patient consequences were reported. No adverse effects were reported.